Event description:
Incorrect patient demographic/test results were improperly displayed on the vista gui (graphical user interface- instrument touch screen)after an instrument twinning operation. All patient data sent to the lis (host) and printer were properly sent. For this case, no tests were reported from the gui . Only lis transmitted results were reported. However, potential exists for customer to provide erroneous but believable results to the physician in an emergency situation directly from the gui. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the potential for incorrect results reporting.

Manufacturer narrative:
Siemens healthcare diagnostics personnel un-twinned the instruments and rebuilt the federation database for both units. The instrument units were re-twinned and both are now functioning correctly. No further evaluation of the device is required.